Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event. The patient woke up feeling sick and dizzy. The patient¿s cgm device was not displaying any readings at this time, however, the patient could not recall the specific error message provided. No bg meter reading was taken at this time. The patient went to the emergency room (ER). At the ER, the patient¿s bg meter reading was 700 mg/dl and the cgm value at this time was not reported. The patient stated he was treated with medication to lower his bg level but could not recall the specifics. The patient could also not confirm how long he was in the hospital prior to being discharged. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event. The patient woke up feeling sick and dizzy. The patient¿s cgm device was not displaying any readings at this time, however, the patient could not recall the specific error message provided. No bg meter reading was taken at this time. The patient went to the emergency room (ER). At the ER, the patient¿s bg meter reading was 700 mg/dl and the cgm value at this time was not reported. The patient stated he was treated with medication to lower his bg level but could not recall the specifics. The patient could also not confirm how long he was in the hospital prior to being discharged. The patient was ¿doing fine¿ at the time of report. App data was provided for investigation. Confirmation of the allegation and probable cause could not be determined. In connection with the allegation, data found on (B)(6) 2025, the day prior to the alleged adverse event, a new session was started at 02:14 pm. At 02:39 pm, the first estimated glucose value (333 mg/dl) was above the high alert threshold (250 mg/dl), and the app delivered a high alert with 90% volume. The egvs remained above the high threshold, rising to 356 mg/dl, and the app delivered high alerts at varying volumes (10 ¿ 90%) until 03:59 pm. No high alerts were acknowledged during this time. From 04:04 pm to 04:29 pm, egvs were above the high threshold, but the high alerts failed to be delivered as the app notification permissions were revoked. High alerts resumed at 10% volume from 04:34 pm to 04:54 pm. Then the app experienced signal loss under an hour with backfilled egvs rising to high (over 400 mg/dl). At 05:24 pm, the app delivered one high alert at 80% volume and was acknowledged immediately. From 05:29 pm to 08:59 pm, egvs were high (over 400 mg/dl), but no additional high alerts were delivered as the snooze feature was disabled. The app experienced signal loss over an hour until the wearable failed at 11:44 am on 09/16/2025. The patient was not in an active session on the alleged date of issue, (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction